Event description:
Second degree burns to left scapular [burns second degree]. Case description: this is a spontaneous report from a contactable attorney by way of complaint and medical records. This (B)(6) female pt of an unk ethnicity purchased and applied thermacare heatwrap (thermacare heatwrap) (lot number g11531 03/25, expiration date feb2016) for approx four hours in the morning on 03sep2013 and again approx for four hours in the morning 7 am on (B)(6)2013 for left shoulder pain. She applied heatwrap directly to her left upper back near shoulder under her cloths. She did not apply extra pressure to the wrap, she did not apply to unhealthy or broken skin, did not use the heatwrap more than eight hours in a twenty-four hour period and she checked it frequently. The relevant medical history, concomitant medication and past drug history were unk. On (B)(6) 2013, when she applied initially the heatwrap, there was no skin irritation or no problems were noted. On (B)(6) 2013, there were no problems noticed during the usage of her second heatwrap but after removing it she felt significant pain. On the same date, the examination of left scapular revealed a second degree burn. On (B)(6) 2013, the physical examination revealed, her skin was red, tender and pain was reported as 7 on zero to 10 pain scale. She was diagnosed with second degree burns on left scapular on (B)(6)2013. The relevant laboratory data was unk. The action taken with the suspect drug in response to the event was unk. She underwent epidermis (second layer of skin burn) removal which was 3 inches in size. She was also treated with application of silver sulfadiazine (silvadene) 1% topical cream and amtriptyline (elavil) 10mg one to two hours every night for sleep. On (B)(6)2013, she underwent physical examination which revealed crescent shaped denudement of the skin with a pinkish color and was recommended to use aloe directly to the area twice daily. It was noted that the scar corresponded to the outer left securing patch device of the thermacare patch and opened that the adhesive pulled off the top layer of damaged skin. As of (B)(6)2014, the clinical outcome of the event was unk.

Manufacturer narrative:
Case comment: based on the info available, there was a reasonable possibility that the reported event of "second degree burns on left scapular" which required medical intervention (epidermis removal which was 3 inches in size), was associated with the use of thermacare heatwrap. The case will be reevaluated should additional info become available.